Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a 0.094 x 0.168 piece on the opposite side of the conductor break. The yaw pulley was broken on the other side as well but the broken piece was returned with the instrument. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/ misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment detached from the maryland bipolar forceps instrument and fell inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: it was confirmed that the fragment was retrieved during the same procedure. The patient had no complications. Furthermore, the patient has not returned due to post-operative complications as of date of this report.